Event description:
I have a stryker ceramic on ceramic hip prosthesis which was installed in 2006. Approximately 1 year later, I began to hear a grinding noise and simultaneously felt a vibration in the area of the head and socket. It felt like they were catching on one another, and that they moved in a jerking motion. This primarily occurs when I am bearing weight on that leg only, including walking up stairs. Sometimes it occurs for no apparent reason. The grinding noise is sometimes loud enough that people can hear it from 20 feet away. My surgeon took an x-ray and said that everything appears to be okay and that the femur prosthesis is not loose. He does not know if this problem is going to lead to failure of the prosthesis. He noted that he is installing fewer ceramic on ceramic prostheses due to similar complaints from other pts. This is a quality of life issue for me. The noise and sensation are disconcerting. I worry that the prosthesis is going to fail and that I will have to undergo revision surgery. Dates of use: 2006 - 2008. Diagnosis or reason for use: avascular necrosis.